Event description:
It was reported that pump experienced malfunction alarm identified as malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for insulin therapy while technical support confirmed shipping details, instructed customer to place pump in storage mode before return, and arranged replacement pump, advising customer to reenter pump settings and reconnect continuous glucose monitor to replacement device.